Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that the device did not boot properly during the incoming inspection. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The device did not boot properly due to loose connections on the g1 board. After refastening the cable, the device worked properly. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by a connection error on the g1 board. Since the device was not returned to olympus medical systems corp. (Omsc) and the detailed internal state of the device was unknown, the cause of the connection error on the g1 board could not be surmised. Omsc confirmed the following from the investigation. From the device evaluation results, it was confirmed that the reported event was caused by the connection error on the g1 board. The reported event was not the event at the time of delivery. The device was not returned to omsc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.